Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the control body fluid damage, the light guide fiber bundle (lcb) fluid damage, the light guide cable fluid damage, the ccd driver pcb fluid damage, the lg cable connector fluid damage, the shield cover fluid damage, the us connector cable buckled, the segment corroded, the control body corroded, the receptacle corroded, the electrical connector corroded, the glass rod corroded, the deflector washing socket deformed, the balloon feeder/return tube leak, the balloon feeder socket leak, the root brace rubber cut, the lg cable connector housing disinfections damage, the distal body melted, the down pulley wire worn out, and the left pulley wire worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).